Manufacturer narrative:
Date sent to FDA: 04/23/2020. Additional information: d3, d4, g1, g2, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 11/10/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent ventral hernia repair surgery on (B)(6) 2016 during which the surgeon noted the mesh to be poorly incorporated and hanging down into the abdominal cavity. Adhesions were taken off the anterior abdominal wall where the recurrent hernia was identified with the mesh protruding into the abdominal cavity. It was reported that the patient experienced severe pain, adhesions, bulging, stress and anxiety. No additional information is provided.